Manufacturer narrative:
After further evaluation it was determined that the suspect medical device was only the prism hiv ag/ab combo assay kit, list 07g46-48 which is an international product with no similar product distributed in the us. Based upon this new information , this complaint is no longer a reportable event for the abbott prism 6 channel analyzer. No further followup will be provided.

Manufacturer narrative:
A review of complaints for the prism reaction tray lots identified increased complaint activity related to the customer's issue. Field data was reviewed which identified an increase in initial reactive rates for the prism hiv ag/ab combo assay kit lots 68012li00 and 64149li00 when compared to other reagent lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the abbott prism system, six channel analyzer was identified

Event description:
The account noticed increased initial and repeat reactive rates with prism hiv ag/ab combo compared to the previous assay prism hiv o plus. The prism reaction tray lots in use at the time were 59062m500 and 63021m500. The historical data from january 2014 to november 2016 was provided showing initial/repeat reactive rates and confirmatory results (positive, negative, undetermined). No specific donor information was provided and no impact to patient/donor management was provided.